Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that there was a fragment of router stuck in the top of the rotor of the device during the repair process at the manufacturer facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during the repair process at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation started, but not completed yet.

Event description:
It was reported that there was a fragment of router stuck in the top of the rotor of the device during the repair process at the manufacturer facility. No medical intervention and no adverse consequences were reported with this event. As this event occurred during the repair process at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.